Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x24mm synergy&#10244;rug-eluting stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the stent struts were stretched. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were several stent struts in the first proximal row of the stent that were lifted and pulled distally. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was hardened medium in the balloon body. There were several kinks throughout the hypotube of the device. A visual and tactile examination found a kink in the mid-shaft 3cm distal from hypobond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the stent struts were stretched. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.